Event description:
It was reported that the stem was not fixed so the surgeon revised to a larger stem.

Event description:
It was reported that the stem was not fixed so the surgeon revised to a larger stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned device showed no signs of bone ongrowth and was unremarkable. Also, the device is dimensionally within specification. Device history review found all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.